Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had noted increased threshold measurements and high, but in range pacing impedance measurements since implant. During the elective device replacement procedure, the rv lead was evaluated through the pacing system analyzer (psa). Through the psa, the threshold measurements remained high and the pacing impedance measurements were 2,560 ohms. When the rv lead was connected to the replacement device, the threshold measurements remained high and the pacing impedance measurements were greater than 3,000 ohms. The new device was disconnected, the connection was cleaned and verified. The testing was repeated and the final evaluation showed similar results. The physician elected to keep the rv lead implanted and have the patient on a shorter follow-up schedule. No adverse patient effects were reported.

Event description:
Subsequent information was received that the rv lead was surgically abandoned and the device was explanted. A new device and rv lead were successfully implanted. No additional adverse patient effects were reported.